Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 808:06 was confirmed in the pump's event history but not duplicated during product evaluation. The root cause of this condition was assigned to a defective pump head module. The pump head module was replaced to correct this condition. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
Upon event history review conducted by baxter quality engineer this device was found to have experienced an 808:06 failure code. The reported condition occurred during service. There was no patient involvement and therefore no reports of patient injury or medical intervention. No additional information is available. During baxter quality engineering review of the event history on (B)(4) 2010, it was determined that the reported condition occurred during delivery. This device utilizes user interface module master software version 5.09.90 categorized as remediated.